Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was able to power on a monitor or charge, but was causing faults. The cause for the faults was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that it was non-functional.